Event description:
Healthcare professional reported "pain and capsular contracture". Healthcare professional later reported "began to have swelling and pain", "found to be larger, painful, sensitive, and the capsule harder", "reported that fluid collection in the breast with the implant capsule and loss of contour integrity in the medial section of the implant", "implant intact and grade 3 capsule contracture" and "several simple cystic lesions were observed within the glandular tissue". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "pain and capsular contracture". Healthcare professional later reported "began to have swelling and pain", "found to be larger, painful, sensitive, and the capsule harder", "reported that fluid collection in the breast with the implant capsule and loss of contour integrity in the medial section of the implant", "implant intact and grade 3 capsule contracture" and "several simple cystic lesions were observed within the glandular tissue". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Clarification to b3: partial date of may/2024 provided. Continued e1 -- alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "fluid collection in the breast", "found to be larger."